Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had received several inappropriate shocks due to oversensing of low amplitude measurements and a change in morphology. The inappropriate shocks were delivered in primary and secondary vectors. Myopotential noise was observed during isometrics in alternate vector. A boston scientific technical services consultant discussed programming options and potential device replacement for this patient. No adverse patient effects were reported. It was reported that: description : patient had shock event. Rep asked to see latitude if data has uploaded. No data has uploaded since (B)(6) 2020. The rep will go for in-clinic follow-up for this patient in this afternoon. Caller facility: (B)(6). Email in case: a medical engineer, (B)(6), called to (B)(4) that the s-ICD patient got shock. It was unsure that the shock was appropriate or inappropriate. So, they asked us to check the patient device. The patient has latitude. So, I asked him to see data if available, but no data has uploaded since feb. So, episode detail is unknown at that time. (B)(6) I went to device interrogation and checked stored data. The device has already interrogated on (B)(6) episode and from the patient observation, the myopotential noise is related to valsalva for excretion. Change vector from secondary to primary which have less myopotential noise, and took a reference s-ECG. (B)(6) 2020 per attachment: clinical engineer (B)(6), informed (B)(4), that the s-ICD patient has been activated. Since it was unclear whether it was operating properly or not, (B)(6) requested a direct check and data analysis. Since a remote monitoring is being conducted, it was requested to technical (B)(4) to check the data on (B)(6), but there is no history of transmission since february and the episode is unknown. Performed interrogation on (B)(6) and checked the saved data. There was a history of interrogation already done on (B)(6). Based on the episode and the patient's interview, it was determined that the inappropriate shock was due to muscle potential oversensing caused by straining during excretion. The vector was changed from secondary to primary, which was least affected by myoelectric potential, and the reference was taken again. (B)(6) 2021 email f/per: according to clinical engineer (B)(6), there was an s-ICD patient in which inappropriate shock occurred. It was requested to inform if there is a setting change to avoid inappropriate shock. (The episode was faxed, and analyzed with technical murakami. It was inappropriate shock due to oversensing caused by large changes in waveform and decrease in r-wave amplitude. It might be possible to avoid it by changing to a vector that has not been used yet, but it is considered difficult to avoid it by changing the setting because the r-wave amplitude was small. It was answered by phone.

Event description:
It was reported that this system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.